Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of hypoglycemia, hypocarbia, cardiac arrest and death, as the patient was undergoing ccpd therapy when the events began. The definitive cause of the patients serious adverse events is unknown; therefore, causality cannot firmly be established. The peritoneal dialysis registered nurse (pdrn) attributed causality to the patients poor cardiac health, however there is no documentation and/or evidence to substantiate this statement. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease (including acute coronary events) accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when the events began. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without treatment data, discharge summary, death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hypoglycemia and hypocarbia while undergoing ccpd therapy and subsequently expired. No additional information provided during intake. During follow-up, the patients primary pd registered nurse (pdrn) reported the patient went for a scheduled outpatient cardiac catheterization on (B)(6) 2021. During the exploratory procedure, the patient was found to have several occluded vessels, however surgery/stenting was not an option (details unknown). During recovery, the patient became unstable (details unknown) and was admitted to the intensive care unit (ICU). The pdrn stated the clinic has not received the discharge summary, end stage renal disease (esrd) death notification, autopsy report, and/or death certificate, despite being requested. The pdrn was aware of the hypoglycemia and hypocarbia events prior to the patients passing, however; no additional details were provided to them. The pdrn attributed the serious adverse events to the patients poor cardiac health. However, the pdrn stated they remain unaware of what triggered the patients hypoglycemia, hypocarbia and/or why they occurred during pd therapy. The patient reportedly suffered a cardiac arrest shortly after being disconnected and was unable to be revived. The pdrn stated this is all the information that has been provided.

Event description:
On 7/jul/2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hypoglycemia and hypocarbia while undergoing ccpd therapy and subsequently expired. No additional information provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient went for a scheduled outpatient cardiac catheterization on (B)(6) 2021. During the exploratory procedure, the patient was found to have several occluded vessels, however surgery/stenting was not an option (details unknown). During recovery, the patient became unstable (details unknown) and was admitted to the intensive care unit (ICU). The pdrn stated the clinic has not received the discharge summary, end stage renal disease (esrd) death notification, autopsy report, and/or death certificate, despite being requested. The pdrn was aware of the hypoglycemia and hypocarbia events prior to the patient¿s passing, however; no additional details were provided to them. The pdrn attributed the serious adverse events to the patient¿s poor cardiac health. However, the pdrn stated they remain unaware of what triggered the patient¿s hypoglycemia, hypocarbia and/or why they occurred during pd therapy. The patient reportedly suffered a cardiac arrest shortly after being disconnected and was unable to be revived. The pdrn stated this is all the information that has been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler exterior showed the top cover label text was illegible. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) 10000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 7/jul/2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hypoglycemia and hypocarbia while undergoing ccpd therapy and subsequently expired. No additional information provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient went for a scheduled outpatient cardiac catheterization on (B)(6) 2021. During the exploratory procedure, the patient was found to have several occluded vessels, however surgery/stenting was not an option (details unknown). During recovery, the patient became unstable (details unknown) and was admitted to the intensive care unit (ICU). The pdrn stated the clinic has not received the discharge summary, end stage renal disease (esrd) death notification, autopsy report, and/or death certificate, despite being requested. The pdrn was aware of the hypoglycemia and hypocarbia events prior to the patient¿s passing, however; no additional details were provided to them. The pdrn attributed the serious adverse events to the patient¿s poor cardiac health. However, the pdrn stated they remain unaware of what triggered the patient¿s hypoglycemia, hypocarbia and/or why they occurred during pd therapy. The patient reportedly suffered a cardiac arrest shortly after being disconnected and was unable to be revived. The pdrn stated this is all the information that has been provided.

Manufacturer narrative:
Correction.

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hypoglycemia and hypocarbia while undergoing ccpd therapy and subsequently expired. No additional information provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient went for a scheduled outpatient cardiac catheterization on (B)(6) 2021. During the exploratory procedure, the patient was found to have several occluded vessels, however surgery/stenting was not an option (details unknown). During recovery, the patient became unstable (details unknown) and was admitted to the intensive care unit (ICU). The pdrn stated the clinic has not received the discharge summary, end stage renal disease (esrd) death notification, autopsy report, and/or death certificate, despite being requested. The pdrn was aware of the hypoglycemia and hypocarbia events prior to the patient¿s passing, however; no additional details were provided to them. The pdrn attributed the serious adverse events to the patient¿s poor cardiac health. However, the pdrn stated they remain unaware of what triggered the patient¿s hypoglycemia, hypocarbia and/or why they occurred during pd therapy. The patient reportedly suffered a cardiac arrest shortly after being disconnected and was unable to be revived. The pdrn stated this is all the information that has been provided.